Manufacturer narrative:
Initial reporter address line: (B)(6). Mfg date: this device was manufactured september 13, 2016 ¿ september 14, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification range. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor did not deliver completely; 5-10 ml of residual volume was observed. The device was filled with desferrioxamine. There was no patient injury or medical intervention associated with this event. No additional information is available.